Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with normal operating currents. No unexpected bad battery alarm was noted. The pump was received with stripped battery cap coin slot, scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.

Event description:
The customer's mother reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 206 mg/dl. The mother stated that the pump had a bad battery and the battery cap was stuck and got broken. The mother declined to troubleshoot for bad battery. The mother stated that the pump was not exposed to a strong magnetic field or MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.